Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30018133 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with fungal infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported right side breast pain, swelling, deformation, dent in the breast, and anxiety. The report of suspected breast implant illness, numbness in the finger tips in certain laying positions, fatigue, difficulty concentrating, migraines, heart racing / stabbing, skin rash, sleep disorder, depressive episodes, night sweats, neck pain, candida, mood swings, dry skin, ear noise have all been deemed not device related. The device has been explanted.

Event description:
Patient representative reported "suspected breast implant illness, breast pain and swelling, deformation and ¿dent¿ in the breast, numbness in the fingertips in certain laying positions, fatigue, difficulty concentrating, migraines, heart racing / stabbing, skin rash, sleep disorder, anxiety, depressive episodes, night sweats, neck pain, candida, mood swings, dry skin, ear noise". The events of neck pain, breast implant illness, fatigue, migraines, depressive episodes, skin rash, sleep disorder, numbness, heart racing / stabbing, candida, difficulty concentrating, night sweats, dry skin, and ear noise have all been deemed not device related. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "breast pain," "edema," "visibility/palpability," and "anxiety" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain, edema, visibility/palpability, and anxiety.